Event description:
During preventive maintenance (pm) on (B)(6) 2022, the autopulse platform (sn (B)(4) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm), the autopulse platform (sn (B)(4) failed the load cell characterization test. The root cause for the observed failure was due to defective load cells. The defective load cells were likely attributed to mishandling, such as a drop or a defective component. Upon visual inspection, noted a bent battery lock. The probable root cause for the observed damage was likely attributed to user mishandling, such as a drop. The battery lock was replaced to address the observed physical damage. The autopulse platform passed the initial functional testing. However, the autopulse platform failed the load cell characterization test during further functional testing due to defective load cells. The load cell characterization test indicated that the load cells exceeded the normal parameter. The defective load cells were replaced to address the observed failure. Following service, a load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).